Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 10 unit bolus. Reportedly, the customer had accidentally entered 10 units of insulin to be delivered instead of 10 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased and the customer was transported to the emergency room (ER). Reportedly, the customer was not admitted to the ER due to drinking juice to resolve the bg. Customer lowered the maximum bolus setting on the pump to prevent the user error going forward. Customer acknowledged the issue was due to user error and pump was performing as intended.